Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device related to an interventional transcatheter aortic valve implantation procedure. Reportedly, with two prostyle devices, the suture threads presented a failure when the plunger was withdrawn. Hemostasis was achieved via surgical intervention. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fire/deploy was not confirmed. However, a link separation was observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported failure to fire/deploy appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.